Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed to address occlusion. Customer's blood glucose was 262 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.